Manufacturer narrative:
Occupation ni equals lay user/patient. Device requested for return but was no available.

Event description:
The customer complained of questionable meter results from their coaguchek xs meter serial number (B)(4). This medwatch will cover strip lot 35349723. For information on strip lot 34521321 refer to the medwatch with patient identifier (B)(6). At 3:01 pm the meter result from strip lot 34521321 was 5.4 inr. At 3:04 pm the meter result from strip lot 35349723 was >8.0 inr. A separate finger was used for each test. The customer's therapeutic range is 2.5 - 3.5 inr. The customer does not have hematocrit concerns, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, is not on heparin, has had no changes in diet, and there has been no bleeding or bruising that has required medical treatment. The customer had been taking antibiotics. The meter and test strips have been requested for return. Strip lot 34521321 is not available for return as the customer said there are no strips remaining. The investigation is currently ongoing.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.